Manufacturer narrative:
The heating tube was preventing the scanner from scanning. The issue was a defective monoblock heat exchanger temperature sensor. The corrective action for the ticket was to replace the temperature sensor. There has been no harm to the patient or user. No additional patient information has been received; if further information is found, a follow-up MDR will be submitted.

Event description:
The patient procedure was delayed because the tube was heating and preventing the scan.